Manufacturer narrative:
Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked j2/lcd keypad connector noted. However, unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.

Event description:
The customer reported via phone call that the insulin pump had no delivery. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.